Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that one of his batteries was showing a red light with a slash through the battery. The pt also reported that the battery would not power the monitor. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon receipt, the battery pack was found to have defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.